Manufacturer narrative:
One catheter was received. Visual inspection confirmed breakage of the catheter tubing just below the inverted triangle portion of the over-molded extension set. The area of separation was reviewed under magnification and had a jagged edge. The tubing appeared fully formed under magnification. A definitive root cause for this complaint could not be determined. Potential causes for catheter breakage include excess tensile (pulling) force applied to the catheter or excess pressure which can weaken the catheter tubing. Such excess force can be related to catheter securement techniques, improper maintenance, placing tape strips over catheter tubing, advancing/removing the catheter or stylet despite resistance, or flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC line broke at the base of the hub and had to be removed.